Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 26 mg/dl, resulting in a car accident. Reportedly, customer recently lost weight, and believes pump basal rates need to be adjusted. Bg was treated via consumption of carbohydrates, and intravenous saline. Reportedly, customer left the ER 6 hours later with the issue resolved and no permanent damage.